Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Device interrogation revealed, that the pacemaker exhibited overestimation showing the inaccuracy of the battery longevity predictor. No intervention was performed. No patient condition was reported.

Event description:
New information noted that the device was explanted and replaced on 09jun2020.

Manufacturer narrative:
Analysis was normal. No anomalies were found.